Event description:
A customer contacted beckman coulter inc. (Bec) regarding false high triglycerides (tg) results generated by the synchron lx20 pro analyzer for 2 patients and qc. This report represents patient 2 of 2 involved in this event. The patient had an initial high tg result which resulted lower when re-run on the same analyzer. The erroneous results were not reported outside of the laboratory and there was no affect to patient with regard to this event.

Manufacturer narrative:
The customer did not report any effect to other chemistries. The calibration data provided by the customer for (B)(6) 2011 appeared acceptable. Three levels of qc on the day of the event were acceptable. Two levels of qc a day after the event were >4sd but upon repeat were within specifications. The customer declined troubleshooting with bec hotline and asked for a service visit. A field service engineer (fse) went on-site (B)(4) 2011 and ran carryover performance verification testing, replaced sample probe and wash collar, wash station probes, reagent probe and wash collar from the customer's stock. The issue was resolved by hardware repairs. This report documents patient 2 involved in this event. MDR#2050012-2011-05821 has been submitted for patient 1.